Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver a 24 hour infusion of unspecified concentrations of doxorubicin, vincristine, and etoposide. The tubing set was connected to an unspecified adapter. After approx 19 hours in use, the pt was disconnected from the infusion for a shower. It was reported that as the pt was being reconnected to resume the therapy, the option-lok male adapter of the tubing set cracked, and an unspecified amount of the chemotherapeutic solution leaked onto the pt's skin. The solution that leaked was cleaned up according to the hospital's user facility's protocol. The solution container and tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.